Manufacturer narrative:
H6: ventec has made multiple attempts to follow up with the initial reporter to inquire about the patient circuit's availability for return, as well as its part number and lot code. No response has been received. The patient circuit was not returned to ventec for an evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: ventec has requested that the patient circuit be returned for evaluation. Additionally, the initial reporter did not provide the part number or lot code of the patient circuit. As a result, section d4 (model #, catalog #, lot # and UDI number) are "unknown", and section h4 (device manufacturing date) shall be left blank. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the clear film wall of a breathing circuit had detached from the blue polypropylene spiral portion of a patient circuit. Ventec has attempted to follow-up with the initial reporter, requesting the part number and lot code of the patient circuit, as well as whether or not it is available to be returned for an evaluation. No response has been received. There was patient involvement associated with the reported event, however, there were no reports of patient harm associated with the reported issue. No further details about the patient were provided.